Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using multiple bd microtainer® tubes with k2e (k2edta), the sample would clot. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Additional troubleshooting was conducted between bd and the customer. Bd had reviewed best practices with the lab and provided a number of literature for their knowledge base. Also, in reviewing with the customer their process and providing further guidance, it was determined that they are using a non-bd lancet which may attribute to insufficient blood flow, causing them to squeeze the finger and releasing tissue clotting factors. Also it was noted that once the sample is collected in the tubes, the customer was not mixing following collection or prior to analysis. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.